Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax which required chest tube placement. The pneumothorax was identified via chest x-ray and was large in size, more than 2 centimeters from the apex. The patient was asymptomatic. The target nodule was in the left upper lobe, about 9-10 millimeters in size. The lesion was located immediately adjacent to a fissure (pleural surface). The patient required hospitalization for 7 days due to the event. The pneumothorax was resolved, and the patient was subsequently discharged home. The physician believed that the device did not cause or contributed to the pneumothorax and it could have potentially occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. On 14-dec-2022, per an intuitive surgical, inc. (Isi) advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. This complaint is being reported due to the following conclusion: the patient underwent an ion endoluminal lung biopsy procedure, and developed a pneumothorax. The patient required medical intervention and prolonged hospital stay due to the event.